Event description:
The customer reported that she was hospitalized due to due to blood glucose levels greater than 600 mg/dl. The customer also reported a urinary tract infection after being admitted. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.